Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx indicating that the device failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to a capacitor failure. The root cause of the capacitor failure could not be determined. Customer replaced the capacitor to solve the issue, and the product is back in service.